Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2, h6. Since no additional information on the event has been received to date, the root cause of the event cannot be determined at this time. However, based on the documents review performed, no manufacturing deficit were identified. H3 other text : unable to follow up.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Disposition not known.

Event description:
A mitroflow lxa21 was implanted on (B)(6), 2015. On (B)(6) 2019, the valve was explanted and replaced with a crown cna21. No other information was provided.